Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The nurse also reported that the insulin pump had no delivery alarm. The customer's blood glucose was 537 mg/dl at the time of incident. The nurse stated that the customer was given insulin drip to treat the blood glucose. The nurse stated that the customer was off the insulin pump at the time of hospitalization for less than 48 hours. The reservoir will not be returned for analysis.